Event description:
It was reported that during a scheduled endoscopic sinus surgery there was a spiral wrap failure; there were no fragments. There was no patient impact or consequences.

Manufacturer narrative:
(B)(4). Sample was returned with inner pouch and labeling identifying sample as (B)(4) rad 60 blade, 4mm from lot h8176281. The outer blade was extended approximately 1 inch from its correct location. The spiral wrap in the distended portion was intact; however the hyperextension suggested severe spiral wrap extension and unwinding within the outer tube. The inner blade was visible inside the outer blade, and did not rotate freely. It is not known if the blade was properly loaded into the handpiece. The extended spiral wrap section appeared intact and undamaged. A small ring of material was observed around the spiral wrap. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. This complaint is confirmed for spiral wrap failure. No medwatch 3500a form was received from the reporter. This product was being used for treatment, not diagnosis. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. Nasopharyngeal/laryngeal indications include adenoidectomy, tracheal procedures, laryngeal polypectomy, laryngeal lesion debulking, tonsillectomy, tonsillotomy for obstructive tonsillar disease, removal of endobronchial lesions and surgical management of recurrent respiratory papillomatosis (rrp). Head and neck (ent) indications include soft tissue shaving, rhinoplasty (narrowing of the bony vault and revision of the bony pyramid), removal and shaping of bone during rhinoplasty procedures, removal of adipose tissue (lipo debridement) in the maxillary and mandibular regions of the face, removal of acoustic neuroma, and incision and removal of soft tissue during plastic, reconstructive, and/or aesthetic surgery. The straightshot magnum ii and straightshot m4 high speed microdebriders are intended to operate at speeds greater than 6,000 rpm only when used with the xps high speed bur line. Xps blades should be operated in the oscillate mode only. Operating in the forward mode may cause damage to the blade. Xps burs should be operated in the forward mode only. To prevent damage to curved blades and burs, disconnect suction tube prior to changing blade or bur during procedure. Be sure the blade is fully engaged in the microdebrider and verify the tip is fully engaged with the outer cannula prior to use. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.